Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to address cancelled/ rescheduled procedure post sedation.

Event description:
It was reported to boston scientific that an ultraflex esophageal stent was to be implanted from the lower esophagus to the cardia to treat esophageal cancer during a procedure performed on (B)(6) 2025. During the procedure, the delivery shaft kinked during insertion of the device into the esophageal tract. The device was removed, and the procedure was not completed. There was no patient complication reported as a result of this event. The patient condition following the procedure was reported to be stable.